Manufacturer narrative:
The device involved in the event was a cobas integra 800. The serial number was not provided. No additional information was provided for investigation. A root cause could not be determined for this event.

Event description:
The customer received a questionable cyclosporine 2 (csa) result. The customer did not provide the analyzer used for the measurement. The patient's initial csa result was 200. The repeat result was 70. Units of measure were not provided. It is unknown if either result was reported outside the laboratory. It is unknown if there were any adverse events. The csa reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).